Event description:
Device evaluation. Mss reviewed, the pa testing results for this complaint¿s returned meter. The meter involved with this complaint failed testing. The complaint was confirmed the language setting was incorrect set. In addition the spc pin 5 was lifted high. There was no indication that the product caused or contributed to an adverse event. This complaint was initially ruled out because, there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter was set to the incorrect language. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2014 at 10:00am. The patient informed the csr that he does not take any medication to manage his diabetes and continued to follow his usual diabetes management routine in response to the alleged meter issue. The patient denied developing any symptoms however reported receiving health care professional (hcp) phone advice at the time the alleged meter issue began which was reported to be that the ¿doctor¿s office offered to send his prescription to the pharmacy¿. The patient claimed that no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr walked through resolving the issue and the issue was resolved. Replacement products were sent to the patient. This complaint was being ruled-out as reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. In addition, there is no evidence that the subject meter malfunctioned as the meter issue was resolved at the time of troubleshooting.